Event description:
It was reported that the right ventricular (rv) lead exhibited varying r wave measurements during the implantable pulse generator (ipg) sensing test. Ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.